Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vsm connector pin was damaged and pushed back. The unit was removed from service pending return to the edc for repair. There was no alarm for the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged monitor connector on the power module, was confirmed when the unit was evaluated by technical service. The male terminal (ground pin) on the monitor connector was pushed inward preventing a proper connection with the mating connector. The monitor connector is on the internal monitor cable assembly. The monitor cable assembly was replaced on the power module. The unit was functionally tested and returned to customer. The power module assembly (pn 103286) was built in mar 2012. The top assembly (pn 103868) was packaged and placed into inventory on apr 4, 2012. The unit was sent to the customer on (B)(6) 2012. The unit was built in accordance with manufacturing and quality assurance specifications. The unit was last serviced on (B)(6) 2012. Power module and system monitor setup, use and maintenance are addressed in the heartmate 3 lvas instructions for use (IFU), the heartmate ii lvas IFU and the heartmate power module instructions for use. The heartmate ii lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.